Event description:
A cna was caring for another resident in the room when she heard a crash. She looked behind the curtain and saw pt on the floor. Resident was lying on top of the side rail and had a pulse when the nurses entered the room. Resident was rolled to back, bleeding profusely from the carotid area of the neck. It appeared that a portion of the side rail had entered the side of the neck. The side rail bed connection is made with an open four-cornered metal end.